Event description:
It was reported that during implant when lead connected to psa, it could not get signal when helix was extended. The lead was replaced and partial of the lead was returned.

Manufacturer narrative:
This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Eval: the reported lead issue can be verified. It was due to short circuit in the lead caused by damaged inner insulation. Dried body fluid inside the inner insulation and helix housing prevented the helix extension. Too many revolutions trying to actuate the helix caused the inner coil to become over torque. This resulted in that the inner coil collapsed and damaged the inner insulation and also short circuited the lead coils.